Event description:
Updated summary: low was treated with orange juice and ambulance was called around 8pm. Pump time was incorrect at 4:22pm. Helpline assisted with correcting time to 5:22pm. Customer alleged over delivery because it happened so fast. Customer had given a bolus using bolus wizard. She said it recommended 5u for 30g of carbohydrates but it does not usually recommend 5u for 30g of carbohydrates. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also alleged that the insulin pump was overdelivered the insulin. The customer received a change sensor alert and sensor updating alert. The customer reported blood glucose value of 80 mg/dl. The customer reported hypoglycemia treated with carbohydrate intake and called ambulance. The customer experienced symptoms such as feeling confused during ambulance visit. The event involved products mmt-342g, mmt-7040a, mmt-1884l, mmt-431ag. Troubleshooting was performed and the customer had been using the insulin pump system within 48 hours of reported event and customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-342g. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.